Manufacturer narrative:
The right fossa component was removed due to loosening bone screws. Several attempts have been made, but no additional information is available.

Event description:
The bone screws in the right fossa component had reportedly become loose and the surgeon elected to remove the device.